Event description:
It was reported that a patient experienced peritonitis. The patient was not hospitalized for the event. The treatment was not reported. The patient had not recovered from the peritonitis at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13a04047 and h13d30020 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.